Manufacturer narrative:
On receipt from the customer it was noted during visual inspection by (B)(4) quality engineer that the middle blade tip of the middle shaft was missing. The missing blade tip fragment was not seen in returned package. No root cause for the product malfunction can be determined at this time.

Event description:
It was reported that on (B)(6) 2011 during a septoplasty, turbinate reduction and functional endoscopic sinus (fess) procedure, a piece of metal within the internal structure of the blade broke off while in use. The surgeon was able to retrieve the broken fragment without injuring the patient, or need for additional intervention or treatment. There were no adverse patient consequences or sequela reported. No additional follow-up care as a result of this event was reported. Powered shavers are intended for the incision and removal of soft and hard tissue or bone in general otorhinolaryngology and head and neck surgery. Sinus indications include septoplasty, removal of septal spurs, polypectomy, antrostomy, ethmoidectomy/sphenoethmoidectomy, frontal sinus trephination and irrigation, and frontal sinus drill out.